Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. The patient may have set the time and date incorrectly, which caused a improper amount of insulin to be delivered at a certain time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient called reporting that she felt shaky prior to the call to animas and her blood glucose level was 59 mg/dl. She treated with spearmint leaves, cornbread, and peanut butter before bringing her blood glucose level up to 68 mg/dl and phoned animas. At the end of the phone call she tested her blood glucose level again and obtained a result of 195 mg/dl. She called animas because she was receiving an alarm that the maximum total daily dose was reached. Upon review of the pump it was discovered that the time was correct but the date was wrong. The date was set for (B)(6) but the date she called animas was (B)(6). It was also discovered that the basal history shows overlapping basal segments delivered on (B)(6). The total daily dose for (B)(6) shows that she bolused 6.5 units and 99.998 units of basal insulin was delivered. She was concerned that the high amount may have contributed to her low blood glucose levels. She said she changed her battery on (B)(6) but did not recall having to change the date and time. The pump history reveals a low battery alarm at 8:46 pm. This complaint is being reported because the date and time on the pump may have been set incorrectly and the patient experienced a symptom indicative of hypoglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that, following a cartridge change at 11:16 pm on (B)(6) 2011, the time and date were reset to 12:39 am on (B)(6) 2011. The black box and bolus histories verified that a 2.55 unit bolus was delivered at 9:36 pm on (B)(6) 2011. Daily insulin delivery totals are inconsistent due to inaccurate time and date. The pump was exercised for 29 hours with no delivery issues. No unprogrammed boluses occurred during testing. A normal bolus and an audio bolus were both successfully delivered and both were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no hypersensitive or defective button contacts found. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.